Event description:
It was reported that upon interrogation of the patient's log files, no external power alarms were found. The patient claimed these alarms were a result of the mobile power unit (mpu) cord getting disconnected as a result of their bedframe dislodging the plug from the power outlet. It appeared this was a frequent event. Technical services confirmed that there were no external power events on (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, and (B)(6) 2022. These events caused the external backup battery (ebb) to have been used 132 times.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. A review of the log file spanned approximately 6 days (14may22 ¿ 20may22 per time stamp). On 15may22 at 02:36 and 11:23, 17may22 at 01:48 and 08:37, 19may22 at 07:43, and 20may22 at 0:22, the no external power alarm activated while connected to the mobile power unit (mpu) due to both white and black lead voltages diminishing to ~2-3v. This was due to a loss of ac power and is consistent with an ac cord disconnection. The alarms cleared on its own shortly after each time after the cord was plugged in. The backup battery was able to provide power to the controller during these events. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu, serial mpu-42723, was not returned for analysis. The provided information stated that the patient claimed these alarms were a result of the mpu cord getting disconnected from their bedframe dislodging the plug from the power outlet. It appeared this was a frequent event. Per the information provided, the root cause for the no external power alarm was determined to be user error by disconnecting the ac cord from the outlet. Device history records was reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) section 3 ¿powering the system¿ explain all the mpu alarms. This section states ¿the yellow wrench symbol illuminates when the mobile power unit detects a mechanical, electrical, or software issue with the system. This is an advisory alarm. When the yellow wrench illuminates, switch to two fully-charged heartmate 14 volt lithium-ion batteries.¿. This section informs the user of the proper actions to take if the yellow wrench alarm activates. This section also informs the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. No further information was provided. The manufacturer is closing the file on this event.